Event description:
Reporter alleged blood glucose measured 109 mg/dl at 6:54 am compared to a result of 59 mg/dl performed back to back at 6:56 am. It was stated customer self treated the lower result with two bowls of cereal and no medical treatment was reportedly sought or received. A request was made for the return of the suspect product and replacement product was sent.